Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was so high that the blood glucose level did not register. She had to call 911. Her blood glucose level was over 600 mg/dl when the paramedics arrived on (B)(6) 2016. The infusion sets were not sticking properly. Customer's blood glucose level was 556 mg/dl. She felt numbness in her in her tongue and was nauseous. The customer treated her blood glucose level by changing the infusion set and bolusing. The device was not returned.